Event description:
It was reported that there was a potential sterility breach on the packaging of two devices. It was also reported that these devices were not used on a pt and the sterile area was not compromised. It was further reported that there were no delays as a result of this event.

Manufacturer narrative:
The devices subject to this investigation were returned to the manufacturer for evaluation. It was confirmed that there was a breach to the sterile barrier for two of the devices. The manufacturing history records were reviewed, no issues were identified which may have contributed to this event. The labels of these devices have a symbol indicating "sterile only if package is unopened and undamaged." Subsequent investigation results indicate that the devices were handled aggressively during storage or in transportation to the account. Corrective actions were taken to address this issue.